Event description:
It was reported that a patient went to see a doctor because of a rash and skin irritation that would not go away. The doctor prescribed two steroid ointments. (Triamcinolone acetonide 0.1 percent ointment and mupirocin ointment 2% use when open skin).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.